Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. Initial atrial lead testing through a pacing system analyzer (psa) was normal. An outer housing insulation fracture with blood underneath the outer insulation was observed on the atrial lead during the procedure. A kink was visible towards the tip of the lead. Pacing lead impedance was above the normal range. The lead was exchanged. The patient was recovering.